Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02659. It was reported the patient was not receiving effective stimulation coverage from the scs system. Reportedly, both leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were re-positioned. An additional lead was implanted to provide optimal cover on the right side. Reportedly, effective therapy was restored post-operative.